Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
An olympus field rep reported that nothing was on the monitor screen and no synch message appeared when connecting the serial digital interface (sdi) cable to the sdi 1 in port and input sdi 1 was selected on ports a and b. However, if the input connection was switched to sdi 2 and the input selected as sdi 2 then an image would appear. There was no patient involvement, associated with the event, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the device evaluation results. The suspect device was returned to olympus and evaluated. The reported problem of no sdi 1 signal was confirmed and the cause isolated to a printed circuit board failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.